Event description:
Ett in pt noted to be at 21 inch marking when it was supposed to be at 23 inches. Pt had been restless and pulling at tube. Anesthesia called to advance ett and was unable to deflate cuff. Pt had to be extubated and reintubated with new ett. Old one found to be defective due to inability to deflate cuff.